Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedances on all contacts of the lead. X-ray confirmed that the lead has fractured. As such, surgical intervention may take place at a later date to address the issue.